Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation software was reloaded and the sram card was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a check sum error message and would not boot up. No patient injury was reported.